Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves and stop of ventilation. Identification of issue has been done by analyzing problem description, service report and device's logs. According to the information provided by the technician and review of the provided logs, the device generated technical error codes indicating disabled valves and stop of ventilation. It has been concluded that the occurrence of technical error indicating stop of ventilation on servo-I device have been related to part: control printed circuit board and the occurrence of technical error code indicating disabled valves on servo-I device have been related to part: control printed circuit board and expiratory channel printed circuit board. The defective parts have been replaced. The device was delivered to the customer in working condition. The issue was decided to be reported as a defective control printed circuit board may lead to stop of ventilation and a defective expiratory channel printed circuit board may lead to stop of ventilation or high pressure. Provided device's logs confirm occurrence of the reported issue. Moreover, several tests failures during pre-use check were noticed during review of the provided logs, which could be consequence of the defective control pcb. Unfortunately the defective part was not available for further analysis. Therefore, the root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).